Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 29-nov-2017 with the following findings: the keypad cover was undamaged. The ok keypad button was unresponsive. The keypad was opened to find no contaminants observed under the button contacts. The pump was opened to find moisture observed on keypad flex connector. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.